Event description:
It was reported that the pump displayed error 41622. No patient involvement was reported.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 6/5/2025. E1 - initial reporter establishment name, address 1, city, state, zip code: updated. Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a motor failure. The flex ay can sensor and optical switch, membrane, labels and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.